Event description:
The customer alleged that during "est" no audio alarms were heard and later reported this had been an intermittent issue once when on a pt. No "dorsi" or change in therapy. The nellcor puritan-bennett customer support engineer inspected the device and replaced the harness as inspection showed the wires had come apart from the connector on the power switch of this 7 year old device with 29,000 hrs plus of use. The unit passed extended self testing. It is not verified that, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.